Event description:
Several pts have experienced corneal edema following intraocular lens (iol) implant surgery observed droplets, like silicone and a powdery material trapped beneath the posterior capsule following implantation with the iol delivery system. Additional info provided indicates the corneal edema has resolved.